Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that the distal conductor is distorted and fractured in the connector at 1.5 centimeters, no further helix testing is possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, placement difficulty occurred due to self-retraction of the tip during maneuvering the lead in the ventricle. As a result, the rv lead randomly hook to the muscle in the heart and prevented precise placement in desired location. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.